Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s touchscreen was cracked, rendering the screen unresponsive and preventing use; the device component involved was the touchscreen, and the device problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem to the touchscreen consistent with fracture damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.